Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty. Intra-op, balloon burst during inflation. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: during functional analysis, it was not possible to inflate the balloon, probably due to a hole or leak. During visual analysis, the presence of a radial hole on the distal tip of the balloon was seen. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.